Event description:
A pt had a loss of therapeutic effect. It was noted that a lead was thought to have had an issue, and needed to be revised. It was noted that a different/smaller paddle from an alternate MFR was planned to be used. The pt's outcome was not reported. Add'l info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).